Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. It was determined that the patient had a changing ventricular threshold which resulted in an increase in the ventricular autocapture pacing amplitude. This increased ventricular pacing amplitude resulted in a reduction of the longevity remaining and in some circumstances, this change may also cause a revision of the point in battery life at which the device will declare elective replacement time (ert) in order to ensure three months of battery life between ert and eol. This ert declaration point and associated estimate of time to ert depend on device operating current and battery depletion to date. Final analysis determined this device experienced normal battery depletion. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient came into the clinic for a routine follow up on (B)(6) 2010 and the device was at end of life (eol). The previous follow up on (B)(6) 2009 had displayed 1.5 years longevity remaining. No parameters had changed. The device was explanted and replaced without further incident.